Event description:
The sales representative reported that the patient developed a staph infection after treatment with juvederm ultra. Event clarified: per the physician, the patient developed cellulitis at the left nasolabial treatment site and nose area one day after treatment with juvederm ultra. The patient went to urgent care and was given oral and topical antibiotics. The cellulitis is resolving, however, the patient still has slight tenderness at the site. I asked if the etiology had been determined and the nurse said that the etiology is unknown. She did state that as the patient had multiple needle sticks, the infection could have been introduced from the skin. Also the patient had a cold at the time of treatment and had slept with a dog that had an eye infection. When asked if the physician would treat the patient with juvederm ultra again, she said probably not. I asked her if the antibiotics were prescribed to prevent a permanent injury and she said yes. There was no culture performed. This event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 07/dec/06. Please note corneal industrie is awaiting assignment of FDA registration number. Device evaluation summary pending. A supplemental medwatch will be sent once we receive this report form the manufacturer.